Manufacturer narrative:
The investigational analysis has been completed. Investigation summary: the device was visually inspected and reddish foreign material inside the pebax was observed, no internal parts were exposed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be confirmed. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Initially, after coming on ablation, they were unable to read forces. A high force error was displayed and the catheter could be seen jumping around on the carto 3 system. The catheter was replaced and the issue resolved. There was no patient consequence reported. The force and the icon jumping issue have been assessed as not reportable. The biosense webster failure analysis lab received the catheter for evaluation and discovered on (B)(6) 2018 that there was reddish foreign material in the pebax sleeve. No internal parts were exposed. Since the integrity was not compromised on the pebax sleeve, this issue was assessed as not reportable. Additional assessment was performed on (B)(6) 2018. The scanning electron microscope (sem) analysis was performed and showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The hole on surface of the pebax was assessed as reportable. The awareness date is (B)(4) 2018